Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s battery quit working a couple of months ago. Patient reported that she was peeing everywhere. Patient reported that if she felt the urge to pee, and it came on fast, patient stood up and tried to hold it so she could stand up and then she went to the bathroom. Patient was able to connect the patient programmer with the ins and it showed stim was on program at 2.6v. Patient reported seeing poor communication on the screen and reported that usually the number pulls up. Patient used the antenna and confirmed it was secure and in sync with the ins. The poor comm was not resolved. The pp was placed directly over the ins and synched with the ins, and the issue was not resolved. Emi was reviewed with the patient and patient walked into a room that did not have emi in it. Patient attempted to sync the pp with the ins, but there was still poor communication. Patient also reported that she stopped feeling stim. The patient was redirected to the healthcare professional (hcp) to check ins battery. No further symptoms or complications reported or anticipated.